Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, customer corrected blood glucose (bg) and reported that they were "ok". However, the exact bg value was not provided. Customer declined to provide additional information regarding the event.